Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. After removing a taxus express2 3.00x24mm drug eluting stent delivery system (sds) from the package, the physician noticed that the stent was lifted up. The procedure was completed with another of the same device and patient's status after procedure was good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.